Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant. The patient had a chicken wing shaped laa, which was closed using a sandwich technique with single deployment. No pericardial effusion was noted pre- or post-procedure. The patient was discharged on dual antiplatelet therapy (dapt) on (B)(6) 2024. On (B)(6) 2024, the patient presented to the emergency department with shortness of breath. Pericardial effusion was noted in pericardium and bilateral pleural area which lead to cardiac tamponade and a pericardiocentesis was performed with 200cc of fluid drained. The user believer believed that the pericardial effusion was caused by the 22mm amulet device. The patient status was reported as stable.

Manufacturer narrative:
An event of shortness of breath, pericardial effusion which lead to cardiac tamponade after a month of implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause for the reported incident could not e conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 medical device problem code: code 2993 removed.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant. The patient had a chicken wing shaped laa, which was closed using a sandwich technique with single deployment. No pericardial effusion was noted pre- or post-procedure. The patient was discharged on dual antiplatelet therapy (dapt) on (B)(6) 2024. On (B)(6) 2024, the patient presented to the emergency department with shortness of breath. Pericardial effusion was noted, and a pericardiocentesis was performed with 200cc of fluid drained. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.